Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the station found damage to the 2-door tower. A field service engineer (fse) explained that the case was closed as the equipment was still usable. The site had rammed a tower door, breaking the plastic. Parts were ordered and will be acquired when available. Once the parts are received, a new case will be opened to repair the plastic. The parts are not commonly used as this type of repair is very rare. This repair requires rivets, which our parts depot did not have in stock. Therefore, the case was closed since the equipment remained operational. When the parts become available, a case will be created and the plastic piece will be replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer sticked strongly lead to worker related injury. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.